Event description:
Information was received from a consumer with an implantable neurostimulator (ins). It was reported that the device was not charging right. No patient complication was associated with the event. Additional information was received from the consumer reporting the device has been implanted since about 2004 and the issue of charging started about two years ago. The battery (charge) will go down, device would shut off and then the patient would have to charge for a long period to get it charged back up to full. It would take a miracle to recharge the device for the past two years. Two weeks ago, a company representative (rep) checked the device at the doctor¿s office and told the patient that the device was just outdated and that was why it was not working since it has been implanted for such a long time. The doctor has decided to do a replacement of the devices on (B)(6) 2017. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected data: aware date (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.